Event description:
The surgeon was inserting the screw in the bone and the screw broke.

Manufacturer narrative:
The macroscopic and the microscopic investigations show that screw 1 broke in forced rupture mode because of too high torsional forces and screw 2 broke as a result of too high torsional and bending forces during the insertion. Indications for material or manufacturing related problems were not found in this investigation.